Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service representative evaluated the iabp and was unable reproduce the reported failure. The iabp has been returned to clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) shutdown without an alarm, while in use on a patient. This event occurred after replacing the solenoid driver board and iab, dss datasette (per field service corrective action). The iabp was switched for another unit to continue therapy. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found that the recently installed solenoid driver board had a problem. The fse replaced the solenoid driver board and performed functional checks. The unit did not pass the safety disk leak test. The drive manifold was suspected to be the problem. The fse replaced the drive manifold and the unit passed functional checks. The iabp operated normally. The unit was released to the customer for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) shutdown while in use on a patient. The customer tried to turn the iabp unit on, but the unit would not turn on. The iabp was switched for another unit to continue therapy. This event occurred after replacing the solenoid driver pcb (per field service corrective action (fsca). No adverse event was reported.